Event description:
The customer reported discrepant bg readings between the pdm and back-up meters. His bg levels with the pdm had ranged from 190-225mg/dl, though readings from the alternate meters "had been 50 points off." (It is unk whether the back-up meters were reading 50 points higher or lower than readings from the pdm.) Though he "felt fine" when he was experiencing the elevated bg levels (up to 225mg/dl), he went to the doctor "and was hospitalized for a1c9 and high ketones." Neither his length of stay in the hospital nor the treatment received was provided. The pdm will not be returned for evaluation. Note: the customer had been using test strips not yet cleared for use with the omnipod system. Insulet product support advised him to discontinue use of these strips with the pdm when taking bg measurements.

Manufacturer narrative:
The pdm will not be returned for eval. We are unable to test the functionality of the bg meter to determine whether the device was capable of providing accurate bg readings. Based solely on the info provided in the report, we are unable to conclude that a device malfunction may have caused or contributed to erroneous bg readings, resulting in the customer's hospitalization. No conclusion can be drawn. Note: the customer noted that he had been using test strips not yet cleared for use with the omnipod system. Through the myomnipod.com website, insulet is informing customers of the proper strips that should be used with the pdm. The website contains the following statement: "abbott diabetes care received FDA clearance for its new free style test strips. New and improved freestyle blood glucose test strips are intended to be used with freestyle (also known as freestyle 3 and freestyle 5), freestyle freedom and freestyle flash blood glucose meters only. Insulet is awaiting clearance from the FDA for the use of the new freestyle test strips in the omnipod pdm. Please continue to use your current freestyle test strips until insulin obtains FDA clearance." A review of lot qualification records was unable to be performed as no lot number was provided.